Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The IFU warns the user, "warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2026, an incident occurred in the intensive care unit with an arterial catheter ref sac-00818-pbx (batch 71f25b0895). The arterial catheter was inserted into the femoral artery at 5 a.m. On (B)(6) in an intubated/ventilated patient, who was administered curare and noradrenaline. At 9:30 a.m., i.e. Four and a half hours after insertion, the positional arterial catheter showed a flat artery curve on several occasions, even though the patient was not moving. This has been a recurring problem in the department for several months. Positional arterial catheters (regardless of catheter size and site) 24 and 48 hours after insertion are very common in patients who were or were not given curarization, sometimes making it impossible to take blood samples 24 hours after insertion, which requires additional procedures that would otherwise not be necessary (blood sampling by puncture or catheter sampling site, non-invasive blood pressure monitoring with very regular measurements, catheter replacement)." The patients current condition is unknown at this time. Associated MDR number include: 3006425876-2026-00191 and 3006425876-2026-00190.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " on (B)(6) 2026, an incident occurred in the intensive care unit with an arterial catheter ref sac-00818-pbx (batch 71f25b0895). The arterial catheter was inserted into the femoral artery at 5 a.m. On (B)(6) in an intubated/ventilated patient, who was administered curare and noradrenaline. At 9:30 a.m., i.e. Four and a half hours after insertion, the positional arterial catheter showed a flat artery curve on several occasions, even though the patient was not moving. This has been a recurring problem in the department for several months. Positional arterial catheters (regardless of catheter size and site) 24 and 48 hours after insertion are very common in patients who were or were not given curarization, sometimes making it impossible to take blood samples 24 hours after insertion, which requires additional procedures that would otherwise not be necessary (blood sampling by puncture or catheter sampling site, non-invasive blood pressure monitoring with very regular measurements, catheter replacement)." The patient's current condition is unknown at this time. Associated MDR number include: 3006425876-2026-00191 and 3006425876-2026-00190.